Event description:
Patient reportedly had some sort of difficulty with the pump that resulted in a visit to the ER. The patient went to bed with blood glucose of 160 and 6 hours later they woke up in their family member's bed with bg of 407 with large ketones, vomiting and sick. Pt's family member states that nothing alarmed through the night. They did notice about 2-3" of blood tubing near site. They notified their md about this, changed site and tubing, pushed water, administered 5.2u of humalog, and took patient to the hospital. The patient was relased from the e.r. Without having been admitted to the hospital.